Manufacturer narrative:
Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. See the attached image rt_log.png. Device analysis: the console was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion, but no issues were found. Additionally, the aic was tested with know good pump and purge cassette and no issues were found. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)" and optical signal issue was due to a firmware issue (optical bench fw anomaly).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The 5.5 was placed as care escalation from a prior placed impella cp pump. After 5 days of support, the automated impella controller (aic) alarmed for 20 seconds for optical signal loss. The aic was replaced with back up aic without any issue. No patient harm was reported due to the issue.

Manufacturer narrative:
Upon review of previous submissions and available information, additional codes have been added for clarity and completeness. Manufacturer's reference number: (B)(4)